Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ldrpnorth drawer 4 failed, and error messages indicated that the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed and was not detected on bus. A field service engineer (fse) found that main drawer 4 was not on the bus. The board lights were normal, and a software check was performed. The drivers for the legacy full height drawer were rolled back, but when attempting to apply new software, the drawer was not detected in the hardware test application. Drawer 4 main full height was replaced due to the firmware not downgrading properly. The replacement drawer was configured and tested successfully in the hardware test application. The customer completed an inventory check and verified that all drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.